Event description:
It was reported that the user who participated in the ilet experience study experienced a hyperglycemia event while using the ilet, with the user noting dehydration as a contributing factor and describing an intensive care stay followed by additional inpatient nights; no device alerts or alarms were reported, and the cause remained unclear with additional information needed but not obtained. Investigation included attempts to obtain additional clinical and device-use details from the user. Which were all unsuccessful. Investigation of this case revealed that the cause of the hyperglycemia could not be determined due to insufficient information, and no device malfunction or component issue was identified based on available information. Symptoms included hyperglycemia. Outcomes included hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.